Event description:
The customer reported an issue with the cartridge not fitting properly on the pump, which previously caused blood glucose levels to exceed 500 mg/dl, displaying "high" without a specific value. The customer addressed the high blood glucose level with a correction bolus via the pump and did not require third-party assistance. In response, technical support guided the customer through inspecting and cleaning the pump and cartridge area. Despite initial unsuccessful attempts to reload the original cartridge, the customer successfully loaded a new cartridge onto the pump, allowing them to resume insulin delivery.